Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment included inj (injection) of vancomycin intraperitoneally (ip) (1gm, first day) and inj of zenium ip (1gm, each bag) and inj of ceftazidime ip (1gm, each bag, 4 bags 2000ml, 6hours/day continue 14 days) for peritonitis. The pd therapy was ongoing. The patient remained hospitalized at the time of this report. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.